Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. The customer was unable to clear the alarm and reverted to manual injections for insulin therapy. The customer's blood glucose level was 163 mg/dl.